Event description:
The manufacturer received information alleging a service required alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.